Event description:
Perfusionist noted that the oxygenator was functioning poorly. They noticed this in the first five minutes of cardiopulmonary bypass. They determined this by an in-line sensor (cdi) which displayed a pa02 of 247mm hg. They noted that these results are usually much higher at the beginning of bypass. Results were immediately confirmed by stat lab in the o.r. The perfusionist noted that the dysfunction was monitored and remained within acceptable measures while they could assemble another oxygenator and oxygen source. Decided to run another oxygenator parallel instead of fully changing it out. The perfusionist noted that all parameters were maintained within acceptable ranges until the add'l oxygenator was inserted into the circuit. They noted that the oxygenator was inserted and functioning well before warming.